Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. A mechanically damaged housing was observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. This is a combined initial and final report.

Event description:
A broken/leaking (B)(4) was received at service and repair. There is no report of contact to electrolyte chemistry, damage to health or injury.